Event description:
Acct. Reports that the luer lock will not attach and/or remain attached to the IV catheter. Acct. Uses terumo and medex catheters. States sometimes the luer connector "just spins". As a result, there have been pediatric pts with blood loss and compromise of access lines. Unsure of how many incidents but definitely more than one. Anesthesiologists refusing to use product, product has been pulled from or and all critical care areas.